Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, after firing, a yellow plastic piece fell on a patient's cavity and was retrieved. Since it was unclear in which the piece fell from, all the cartridges were removed in the surgical field. It was also noted that a yellow tab of one of the collected cartridges was hanging.